Manufacturer narrative:
Lot number, expiration date, and UDI number. Device manufacturer date. The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned for analysis. The implant coil was kinked, and it had blood residue. The proximal section of the implant coil was not stretched. The implant seemed to have shape retention issues, likely to have been caused following use, which can be caused when the blood residue dries. At 18.5 cm from the proximal section, the implant coil was stretched and the implant gel was broken based on the available information and evaluation of the device, the reported complaint was confirmed. The investigation of the returned implant found the component to have some shape retention issues, likely related to the dried blood residue that was found. The investigation determined the implant separated from the pusher due to a tensile break, which is caused by excessive force being applied to the device. The physical evaluation of the device could not identify the definitive cause for this complaint, but it is possible that kink or bend in the associated microcatheter caused this implant to become stuck and detach during retraction.

Manufacturer narrative:
The lot number was not provided; therefore, a search of the device history records could not be performed. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached inside the catheter. There was no reported patient injury or intervention. The patient was reported to be stable.